Manufacturer narrative:
Continuation of d10:ddmc3d1 ICD - implanted:(B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient present to the emergency department (ed) with syncope for several days and elevated blood pressure. A remote transmission report indicated that the right atrial (ra) lead exhibited out of range (oor) high pacing impedance and high threshold. There was also possible capture issue noted on the ra lead in stored episodes. The right ventricular (rv) lead exhibited oversensing. The leads remains in use. No further patient complications have been reported as a result of this event.